Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited a burnt plastic distal end cover. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. However, it was speculated that the electrode was applied close to the distal end of the endoscope when the high frequency was used. The event can be [detected/prevented] by following the instructions for use which state: inspection method for the suggested event1 is described in the instruction manual (operation manual) for gif-ez1500 ¿chapter 3 preparation and inspection 3.3 inspection of the endoscope¿. Olympus will continue to monitor field performance for this device.